Manufacturer narrative:
The reason for this revision surgery was the patient was dislocating. The in-vivo length of patient service for the implant was 3 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported components used in the previous surgery met design and manufacturing requirements. There was a ncmr# (B)(4) associated with the part (B)(4), delta ceramic head, 36mm -4.0 which documents a nonconformance that out of 20 quantity lot all items were rejected due to inner package seal breakage and were accepted as those components received gamma irradiation sterilization in downstream operation. All items in the lot were met the fit, design and function requirements. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. This event is deemed to be non-product related. The root cause of this complaint was a revision surgery due to the dislocation. There are multiple factors that may contribute to the event that are outside the control of djo surgical are impingement of scar tissue, patient activities, loose joint from inadequate soft tissue, excessive range of motion, patient bone deterioration or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient dislocating due to massive scar tissue impingement. All components were stable and well placed. The surgeon decided to add some length.